Event description:
It was reported that the patient underwent a revision surgery due to the implant failed and would no longer inflate with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During the revision procedure a visible hole was observed on the cylinder approximately 5 cm from the tip.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of perforated cylinder and device malfunction was confirmed. Based on a review of all available information, the cause of the reported event was due to a leak in the tubing and a leak as a result of wear at the corner of a fold. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified fluid loss with the returned device. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision surgery due to the implant failed and would no longer inflate with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During the revision procedure a visible hole was observed on the cylinder approximately 5 cm from the tip.